Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer stated that the screen is has ink spots and damaged. The customer was in an accident. The customer said that the screen is difficult to read but the insulin pump is funtioninc as designed. The customer was advised to discontinue used of the insulin pump and revert to a back up plan per health care instructions.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.